Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's husband alleged that the issue began on (B)(6) 2011 between 10:30-11pm. The patient's testing frequency is not known, however, according to the csr's documentation, the patient manages her diabetes with insulin (self adjuster). At about the same time of the alleged issue, the patient reportedly administered her usual dose of medication (5 units on n insulin and 5 units of r insulin); however, the patient's blood glucose result prior to and/or after administering the insulin is not specified. It is also not known if there were any changes to the patient's activity level, diet, or medication prior to the start of the alleged issue and it is not known if the patient administered the insulin based on a set evening dose or based on a result she obtained with the subject meter. As a result of the reported meter issue, the patient¿s husband claimed the patient had a seizure approximately three to four hours later. On march 19, 2011, sometime between 1:30-2am, the patient reportedly obtained a blood glucose result of "75mg/dl" with the subject meter and "10 mg/dl" with the emergency medical service's (ems) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr's documentation, as treatment the health care professional (hcp) administered a glucagon injection soon after. It is not known if the patient was transported to the emergency room (ER), it's not known if the patient suffers from additional health conditions, and it is not known if the patient received any additional medical intervention. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, possibly administered treatment based on the result she obtained, allegedly developed a symptoms suggestive of a serious injury, and was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.